Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2024 and suture was used. During the procedure, it was reported by healthcare professional that customer ordered (B)(4) boxes of the item listed and only opened (B)(4) boxes. The (B)(4) box was defective, the sutures kept breaking off. They opened a new box and there were no issues with the (B)(4) box. Devices are available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "customer ordered (B)(4) boxes of the item listed and only opened (B)(4) boxes. The (B)(4) box was defective, the sutures kept breaking off. They opened a new box and there were no issues with the (B)(4) box." * please confirm the number of sutures that broke during this procedure. * did the suture break in pieces or did the entire suture separated from the needle? * when did the issue occur? (In the package, during removal from the package, during handling before use on patient or during use on the patient)? Please specify for each affected device. * is this device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). * to whom should the credit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). *please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Events reported via: (B)(4).

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.